Manufacturer narrative:
Date of event: used the first day of the month of aware date, as event date was not provided. (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a wolverine cutting balloon. There were no patient complications nor injuries reported.